Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned herculink stent delivery system (sds) found no blood visible, suggesting that the product had been wiped down prior to returning. There was contrast in the inflation lumen and balloon and the balloon was loosely folded. This is consistent with balloon being inflated as reported. There was a tear in the distal shaft at the guide wire exit notch for a length of 1.6 cm. There was no other damage noted to the sds. During functional testing, the reported difficulty was confirmed. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the sds. Fluid began to leak out of the tear in the distal shaft at the guide wire exit notch. The balloon inflated and there was no rupture noted to the balloon material. The inflation difficulty is due to the tear noted in the distal shaft at the guide wire exit notch. This tear is consistent with the guide wire and the distal shaft of the sds being inadvertently pulled in the opposite direction causing the guide wire to tear distally from the exit notch and into the inflation lumen. There was no leak noted during preparation or prior to use inspection suggesting that the damage likely occurred during advancement over the guide wire. As it was reported that the herculink plus was used to treat the right renal artery, it should be noted that the product instruction for use (IFU) states: the rx herculink plus biliary stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. The difficulty inflating and subsequent damage to the sds appears to be related to operational context of the product. There is no indication to suggest a product quality deficiency. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that the herculink stent delivery system was placed in the right renal artery. An attempt was made to inflate the balloon; however, the balloon only partially inflated. Although the balloon only partially inflated, the stent was deployed successfully, and post dilatation was performed. There were no adverse patient effects. No additional information was provided.